Event description:
The facility reported the pump with "channel a failed" where code 810:11 was found in the event history by a baxter technician. It is not known if the failure occurred while infusing. The facility's representative stated that no pt injury was reported on this pump since the last baxter service event.